Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was incorrect, cause was unknown. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 188 mg/dl. During troubleshooting with tandem technical support, the pump was reset and the customer corrected the time, and resumed insulin therapy.